Manufacturer narrative:
Device evaluated by MFR.: a promus element mr ous 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent revealed no issues. There were no signs of damage or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 187mm distal to the distal end of the strain relief with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified multiple inner/outer polymer extrusion kinks. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross and became stuck in the left main coronary artery. Subsequently, the shaft broke near the hub. The device was completely removed from the patient and the procedure was completed with another 2.50x28mm promus element drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50x28mm promus element¿ drug-eluting stent was advanced but failed to cross and became stuck in the left main coronary artery. Subsequently, the shaft broke near the hub. The device was completely removed from the patient and the procedure was completed with another 2.50x28mm promus element¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.